Manufacturer narrative:
Device used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records was performed and no complaint related issues were found. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A manufacturing evaluation was performed. The investigation of the complaint articles has shown that the: device no longer functions as intended. The internal assembly moves freely from the outer housing. Per drawing 04.315.125, the pertinent dimensions impacting the function of the removable extension related to the complaint are internal to the assembly and are unobtainable once assembled without destroying the product. Therefore, the complaint cannot be confirmed from a manufacturing investigation perspective but confirmed from an as received condition perspective as it was not in working condition once received. The DHR for the lot of raw material utilized in this product was previously reviewed under comact-032189. The required of mp35n could only be verified for the outside components only. The material for internal components could not be verified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4): the investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a eight days after application, the arm disconnected from the body of the distractor and the surgeon is not sure of the cause. This report is for 1 of 1 for complaint...